Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. "Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence multiple times while connected to the site. Subsequently, the customer experienced a blood glucose level of 48 mg/dl. Customer consumed carbohydrates to address bg. Additionally, paramedics were called to assist customer, however, customer's bg was stable when paramedics arrived, and no additional treatment was provided. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider regarding diabetes management.